Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The pentax asset device was returned to pentax medical on 06/09/2016 with no report of concerns. Inspection of the unit was performed on 06/29/2016 where the quality control inspector found the following: right angulation decreased. Control body grip scratched. Insertion tube scratches at stage 1. Forward body trim collar scratch. Umbilical cable dent. Pve connector housing scratched. Hole in # 2 remote control button cover. Right/ left control knob scratches. Bending rubber scratched. Lightguide prong cover glass set scratched. Inspection of the seal between the distal body and distal cap was performed on 04/12/2017, and the device failed the inspection criteria. Repairs were performed which included replacement of the following components: insertion flexible tube. Light guide cable. Lg cable connector housing pb-free. Angle wire. Adjusting collar. Body cover grip. Fwd body trim collar. R.c button case. Button case lid. Side body cover. Bending rubber. Ud knob. Rl knob. O-rings (1x1.5). Distal case/cap. Ud lock lever. Rl lock knob. Remote control button(1). Rl lock knob retaining nut cover. Rubber trim collar. Manufacturer label e-hoya non-ce. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to pentax inventory.